Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1apt9 serial# implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 16-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's device wasn't doing what it was supposed to do for a long time so their most recent implant was a "revision". The patient stated they had an incision in the middle of their back and thought that was where the wires were placed. The patient didn't remember a fall and didn't do anything strenuous. The patient stated they had an x-ray that showed the lead was no longer in place.